Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl, and a loss of consciousness. Reportedly, the cause was unknown; however customer suspects it may be to nighttime pump settings. Reportedly, customer required cardiopulmonary resuscitation (CPR) from partner. Additionally, customer required assistance from paramedics to treat bg level via intravenous dextrose. The customer was instructed to consult with healthcare provider regarding bg level. Pump data review by tandem technical support confirmed the pump was functioning as intended.